Event description:
Additional information received from the manufacturer's representative (rep) reported it was unknown what the cause of right leg weakness was or if it was related to the therapy or device use. Patient outcome was unknown, but the doctor removed every implanted device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, lot# va0xr8n013, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had the placement of entire, brand new spinal cord stimulation (scs) system on (B)(6) 2015. Following the system replacement, the patient experienced right leg weakness. Stimulation was working fine after implant. The patient had a computerized tomography (CT) scan and a brain scan done. The brain scan was negative for a stroke. The CT scan was negative. They were going to do an MRI, however the patient panicked and was not able to go into the MRI machine. While there wasn't a complaint about it, the physician decided to explant the entire scs system on (B)(6) 2015. The scs system was not returned as there was no complaint concerning the scs system function. The patient was hospitalized. The neurosurgeon reported to the manufacturer representative that the patient was up and walking following the scs system explant. It was noted that this was a sudden change in therapy / symptoms. No cause and no outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.